Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie receives (1) osseotite tapered implant, (nt511) for investigation. Visual/physical evaluation of the as returned product identified signs of use but no apparent signs of malfunction. DHR review was completed for the subject lot number 2017080162. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2017080162 for similar events and no other complaint was identified. Review completed utilizing keywords: medical: perforated sinus. Therefore, based on the available information, device malfunction could not be verified. Additionally, the reported event could not be verified as the exact details of event were unknown/unverifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Additional device information unknown / not provided.

Event description:
Patient has oral-antral communication. Antibiotics prescribed. Implant removed, using soft tissue punch first. Sutures placed #26. He also reported stiffness opening mouth.